Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. A visual inspection was conducted on the customer provided picture. The picture shows a clear fracture of the plate. The complaint is confirmed. It however cannot be determined when the plate fracture occurred. Lot identification is necessary for review of device history records, lot identification was not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: one single undated view of the lower ribs was provided. Plate and screw fixation of three lower ribs is present. No plate or screw fracture is identified. Alignment appears maintained. Bone quality evaluation is limited but appears mildly osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It is reported that the patient underwent an initial procedure. The patient experienced discomfort and was then revised due to a fractured plate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.